Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: unexplained por¿s observed in the black box. Corrosion observed inside battery compartment. Battery compartment is cracked above and below the bumper pad. Returned battery cap has no damage. Returned battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no por¿s were duplicated during this time. A leak test fails with battery compartment leak. Removed pump cover; no further evidence of moisture was observed on the pcb or internal components. No damage to the power circuit was found. Display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.